Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: lumbar canal stenosis levels implanted: l4-l5 it was reported that on unknown date, post op, in the survey it was found that the zcq score of the patient had variations and the patient did not get effective pain relief.